Event description:
Philips received a complaint by the customer on the v60 indicating that during device setup, the device was not working on alternating current (ac) power. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that during device setup, the device was not working on alternating current (ac) power. The customer replaced the power cord, but the issue remained. The customer also stated that the light emitting diodes (leds) on the front panel were not illuminated, and the customer confirmed zero volts at the power management (pm) printed circuit board assembly (pcba) connector orange/brown wires. The remote service engineer (rse) recommended that the customer should replace the power supply and provided the customer with the part number of the replacement power supply. The customer requested onsite service to replace the power supply, and an authorized service provider (asp) was dispatched onsite to evaluate and repair the device. Upon arrival, the asp found that the voltage went into the power supply, but there was no voltage going out of the power supply to the pm pcba. After reviewing the event logs and service manual, the asp found that the device was in need of a replacement power supply. The asp replaced the power supply and verified that the issue was resolved--once the power supply was replaced, the asp plugged the device to ac power and found that the device was charging. The asp then ran device with no battery and found that the device performed normally. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.